Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. To date the cause of the patient's alleged post operative symptoms has not been determined by his physicians. Patient states that they will be continuing evaluations and scans and well let us know any pertinent results. If we receive any additional information, will up date record. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
Patient reports he underwent a suprainguinal hernia repair on (B)(6) 2016 involving a prefix plug and has been experiencing pain since the surgery. The pain is described as a "deep burning" and per the patient, did not seem to be associated with the incision. The patient complained of this to his surgeon and was told to give the wound time to heal as it had only been a few weeks. After 12 weeks the pain had become worse and the patient was sent for an ultrasound, CT with contrast and an MRI. The MRI showed the mesh was in place and there was no collection, abscess or seroma. Patient reports there is swelling at the location of the repair and this has also been noted by the physicians and therapists involved. Patient was sent to physical therapy for deep tissue massage in attempt to "desensitize" the area of scarring, however, the process was too painful and the therapist was not comfortable performing this treatment. Patient reports after consulting with the physicians and therapists there is belief he is having a reaction to the hernia mesh in some way.